Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead had a history of exhibiting noise. The ra lead was explanted and replaced. The patient was in stable condition.